Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement batteries shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Determined that the site did not have the imaging system plugged in for an extended period of time, causing the batteries to drain below 30 percent. Changed all trays of batteries. Imaging system passed all tests and is up and running. System performed as intended.

Event description:
A medtronic representative reported that a site's imaging system battery light was flashing red and the imaging system would not power on. Verified that they had the system plugged in when attempting to power on. No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The aware date reported on MDR-fu1 was incorrect and should have been 09aug2016.

Manufacturer narrative:
The batteries from the reported event were discarded and unavailable for evaluation. The hardware investigation of the returned charger enclosure found that the reported event was related to physical damage. Visual inspection noted a bent corner. While turning the charger enclosure, a capacitor fell from the unit. Opened charger enclosure and noted c2 from at j18 had separated from the board. Damaged charger enclosure due to shipping/handling. The reported event was confirmed.